Event description:
It was reported that the patient experienced "failed post laminectomy syndrome." The patient's implantable neurostimulator, lead, and extensions were subsequently explanted. There was no patient injury. It was noted that the patient recovered with sequela. No further details, patient symptoms or outcome were provided. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.